Manufacturer narrative:
(11/213) one retention sample from same sterilization lot coated on the same day and under the same conditions as the involved device was visually inspected. Here are the qa supervisor observations : " on the retention prosthesis, the visual inspection was performed this morning by a qc2 technician. No defect was found according to the (B)(4) list, neither in connection with the complaint"((B)(4) is the list of acceptance /rejection criteria) (67) no conclusion can be drawn since the involved product was not returned. However the conducted investigation suggests that the product was not defective at the time of manufacturing.

Event description:
Complaint reference (B)(4).

Manufacturer narrative:
Device is not accessible for testing. The review of post-marketing historical data indicated that no other similar complaint was reported for the same lot number. A review of the complaint device history records, indicated that the graft was processed and inspected according to established procedures and was therefore released following acceptable quality inspections and tests, including a 100% visual inspection. A retention sample from same lot and coated on the same day and under the same conditions as the involved device was identified. A visual inspection by the qa department will be performed. The investigation is still ongoing. A follow-up report will be sent upon completion of the investigation.

Event description:
When the doctor open the package of this graft, there were several unknown yellow blots on the graft's surface.